Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the following reportable malfunctions were identified during the device evaluation: charged coupled device was broken and stripes in image occurred therefore there was no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited a broken charged coupled device, stripes in the image and no image. There was no patient involvement.